Event description:
Reporter indicated that while running vns normal mode diagnostics, the error message "impedance can not be assessed reprogram pulse generator to parameter output current .75ma, signal frequency 15 hz, and on time 30 sec" was received. Reporter stated when she hit "procede", she received "stars on the impedance and output lines". Another normal mode test was repeated with the same results. A previous systems diagnostics test was normal. The reporter stated she did an interrogation after the tests, and the pt was at the intended settings. Programming history was obtained and reviewed, which did identify two interrupted normal mode diagnostics tests, preceded by an interrogation with intended settings and a normal systems diagnostics test. There was no final interrogation. Attempts for further info are in progress.

Manufacturer narrative:
Analysis of programming history.